Event description:
It was reported that the patient went through withdrawal and almost died; the patient almost had a heart attack. The patient was seen in the e.r. And in the pain clinic. The cause of the withdrawal was unknown. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l73869, implanted: (B)(6) 2000. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).